Manufacturer narrative:
(B)(4).

Event description:
It was reported that high frequency noise had been recorded on the atrial lead. Provocative testing in the clinic was not successful in replicating noise, the patient was not symptomatic to noise. The physician has decided to leave as is and monitor the patient.